Event description:
Clinic notes received on (B)(6) 2015 and dated (B)(6) 2015 mention that the patient's magnet count is not accurate. It is unclear exactly what issue is happening. Attempts for additional information have been made but no additional relevant information has been received to date.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient is using proper magnet swipe technique and has had success with the magnet in the past. It was indicated that the issue was that there were incorrect dates on the tablet which then displayed inaccurate dates for the magnet counts. Once this was adjusted the issue was resolved.